Event description:
It was reported that the controller exhibited a controller fault alarm due to depletion of the internal controller battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: d1: heartware ventricular assist system ¿ (B)(6) d4: model #: 1120 / serial or lot#: (B)(6) / expiration date: 31-jul-2020 UDI #: (B)(4) h4: 31-jul-2019 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035, g02002 h6: device code(s): c63030 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d1105, d15 product event summary: (B)(4) controllers ((B)(6) ) were not returned for evaluation. Review of the event log file pertaining to (B)(6) re vealed a (B)(4) controller power up events on 11/aug/2022 14:34:14 and 15:45:18 with (B)(4) associated motor start on 15:45:26. Additionally, review of the data log file pertaining to (B)(6) revealed that the controller was not in use prior to the controller power up events; the first data point was logged on (B)(6) 2022 at 14:34:48, indicating that the power up events occurred during tr oubleshooting of the controller and/or a controller exchange. Of note, the alarm log file pertaining to (B)(6) was not available for analysis. Log file analysis pertaining to (B)(6) revealed a controller fault alarm logged on (B)(6) 2022 at 12:11:48, indicating an issue with the internal battery. In addition, log files pertaining to (B)(6) revealed that the controller was in use for more than two (2) years. As a result, the reported controller fault alarm event involving (B)(6) could not confirmed; however, it is likely the observed controller fault alarm involving (B)(6) may be related to the reported event. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that log files were received pertaining to a second controller, and manufacturer's analysis revealed a controller fault alarm. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.